Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - single port, 20 g x 1.00 in. The device came apart during use. There was no report of patient impact. The following information was provided by the initial reporter: when clinician removed the needle, the stabilization wings came off with the needle. The only thing left on/in the patient was the catheter. 22aug2023 - date of event: 8/13/2023 - how many occurrences of ¿the stabilization wings came off with the needle¿? 1 - any adverse event reported to the patients? No - what was the patient¿s outcome? New IV placed - is catheter able to get off from patient? Yes - was there any medical intervention due to this event? No - are you able to provide the photo of the defective sample? No, catheter discarded - was there any leakage? Unsure

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - single port, 20 g x 1.00 in. The device came apart during use. There was no report of patient impact. The following information was provided by the initial reporter: when clinician removed the needle, the stabilization wings came off with the needle. The only thing left on/in the patient was the catheter. 22aug2023 - date of event: (B)(6) 2023. - how many occurrences of ¿the stabilization wings came off with the needle¿? 1. - any adverse event reported to the patients? No. - what was the patient¿s outcome? New IV placed. - is catheter able to get off from patient? Yes. - was there any medical intervention due to this event? No. - are you able to provide the photo of the defective sample? No, catheter discarded. - was there any leakage? Unsure.